Event description:
Terumo medical corporation received the following reported information: after performing a pci procedure to treat the lesion in the coronary artery number 7, the angio-seal device was used to achieve hemostasis. The components were set as per the procedure; however, when the assembly was pulled, the anchor could not be positioned against the vessel wall and retracked into the insertion sheath. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 6 mm. The estimated blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
E3: occupation: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.